Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: sscs-linear leads upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: 7081436.

Event description:
It was reported that the patient experienced pocket site pain especially with sitting as it was placed in the left buttock very close to the gluteal cleft. It was also noted that the patient was having difficulty charging the implantable pulse generator (ipg) and keeping it charged. High impedance was also noted in port b causing inadequate pain relief. The patient underwent a revision procedure wherein the ipg and spinal cord stimulation (scs) lead were replaced. The patient was doing well postoperatively. All explanted device components were kept by the facility and will not be returned.